Event description:
Healthcare professional reports one incident of a hemolytic event occurring 2.5 hours into treatment. Pt complained of chest pain, shortness of breath and overwhelming anxiety. An EKG was performed which was actually better than the patient's baseline performed in april of 2000. Blood was drawn. Treatment was completed and the pt's blood ws returned. Labs drawn confirmed hemolysis. Pt was sent to the emergency room. No further information available. Pt's symptoms have resolved.